Event description:
It was reported that telemetry issues occurred. A physician mode recharge (pmr) was performed. After charging for an hour all 8 coupling bars were lost and poor communication was obtained. Later, it was confirmed that the battery was dead. The issue was not a belt issue or communication issue. The patient was going to make an appointment with their healthcare provider (hcp). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 37081 (B)(4) implanted: 2006-(B)(6) explanted: unk, patient programmer model 37742 (B)(4) implanted: na explanted: na, lead model 3777 lot # v001708 implanted: 2006-(B)(6) explanted: unk.